Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The nurse started a secondary infusion of albumin 5% (in a 250 ml glass bottle over one hour) with maintenance fluid as the primary solution for an ICU cardiac patient. Although the albumin was programmed as a secondary infusion, fluid initially dripped from the primary bag drip chamber, and a second hanger was added to the primary bag after which time the secondary began to drip. The flow rate still appeared slow to the user. The patient became hypotensive, and the albumin bottle was changed to the primary tubing line. The flow rate improved and appeared to match what was programmed, the hypotension resolved and the patient¿s condition stabilized.